Event description:
In 2008, the lay user/patient contacted lifescan alleging a power issue (powers off during use) with her one touch ultra meter. The medical affairs specialist was unable to reach the patient by phone for additional information; therefore, the following information was solely obtained from the customer care advocate's documentation. The patient indicated that the power issue first started the day before she contacted lifescan, which was at 8:30 am. At an unspecified time after the power issue had began, she reportedly became shaky. It is unknown what events occurred prior to her symptoms, such as her activity levels, meals, medications, and prior meter readings. It would also be helpful to known how often the patient usually tests her blood glucose levels. She denied receiving any medical intervention as a result of the power issue and did not test on any other devices. During troubleshooting with the customer care advocate (cca), the patient claimed that there was no misuse but admitted that the battery was not replaced per the owner's manual. She did not have a battery to troubleshoot with the cca, so replacement products were sent to the patient. Based on the provided information, this complaint is being reported because the patient allegedly became shaky after the power issue started.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.